Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial unipolar lead impedance warning was noted. Most recent measurements are within expected range. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.